Event description:
The user facility alleges two to three events during the last six months to a year where the endotracheal tube holder was disconnecting from its adhesive base. No patient compromise.